Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was functioning normally and no faults were found during inspection or testing. A field service engineer addressed the reported issue with drawer 2.1, but no failure was present upon arrival. Performed thorough testing in hta and inspected internal components by opening the back panel, with no issues identified. The system functioned as intended after the field service engineer investigate the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.